Manufacturer narrative:
Device investigation narrative - the subject device, a t-max exposure shoulder positioner, part number 7210551 with serial number (B)(4), was not made available to the designated complaint unit for evaluation and thus a visual and functional investigation could not be performed nor could a root cause be determined with confidence. A review of the device history records show the device was released to distribution on or about december 31, 2008 and met specification upon release. This device was in service for approximately seven years prior to the reported event and is subject with wear and tear through use over time. Although a root cause associated with this event cannot be determined with confidence, factors which could have contributed include improper setup and wear of the retaining mechanisms for use over time. (B)(4).

Manufacturer narrative:
The device has not been returned. Due to the device not being returned, we are unable to determine what may have caused the user to experience the reported incident. No further investigation is necessary at this time. In the event the sample is returned for evaluation the complaint will be reopened for additional investigation. (B)(4).

Event description:
It was reported that the t-max exposure shoulder positioner became loose from the bed causing the patient to fall on the floor. No patient injury noted. There is no report of how long of a surgical delay, if any, resulted. There is no report of what might have been used to complete the procedure.